Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working after it timed out and would not work again. A new device was used to complete the procedure. There was no delay. No injury was reported.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.